Manufacturer narrative:
Correction to h10: the customer's reported issue was confirmed. The issue was intermittent. This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined. It is likely the reported issue occurred due to a faulty cable but the cause of the cable failure could not be identified. Three attempts were performed to obtain additional information regaridng the event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the videoscope cable exera ii just stopped working when they went to do a video. The issue was found during an endoscopy. There were no reports of patient harm.